Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The dealer replaced the split line motor. The split line was working fine after the repair. (B)(4).

Event description:
The customer reported that there were split lines in the images. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the tech may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.